Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had a drilled and fractured neuro-tip. It was determined that the issue with the drilled neuro-tip was failure to follow the directions for use. It was determined that when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. It was determined that the attachment device was forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr device was in direct contact with the neuro-tip of the attachment device. When the drill was started, the burr drilled into or through the neuro-tip fracturing it. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage from user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during cleaning, it was observed that the craniotome device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device tip was bent. This event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.